Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator (epg) wouldn't turn on and the battery would get hot. The reporter was informed that the epg was no longer servicable. The status of the epg is unknown. There was no patient involvement.